Manufacturer narrative:
Device evaluated by MFR: only the device was returned, no carton or inner pouch returned with device. The stent was returned unsheathed on the device. A visual and tactile examination identified multiple outer sheath kinks. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the inner package leaked air. The stenosed target lesion was located in the common bile duct. A 18x90 wallstent self-expanding was selected for use. During preparation, upon opening the package, it was observed that the inner packaging had an air leak, resulting in a compromise of the device's sterility. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the inner package leaked air. The stenosed target lesionw as located in the common bile duct. A 18x90 wallstent self expanding was selected for use. During preparation, upon opening the package, it was observed that the inner packaging had an air leak, resulting in a compromise of the device's sterility. The procedure was completed using with another of the same device. There wee no patient complications reported.